Manufacturer narrative:
The account verified that the bed was not plugged into an isolated power outlet. Tech asked the account to check the ac voltage at p1 on the high voltage board across the white and green wires and the green and black wires. No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the ground loss led is flashing. The account stated that there were no injuries and a pt was not in the bed.